Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
Roadster 3 clinical trial it was reported that vessel dissection occurred. The subject underwent treatment with on (B)(6) 2023 as a part of the roadster 3 clinical trial. Post completion angiograms showed extravasation of contrast around the carotid body at the area of the stenosis. While clamped and on flow reversal, 4 prolonged inflations were done with a 5x30 sterling balloon catheter. The inflations were approximately 1 minute each. Additional angiograms were taken at various angles. The extravasation was seen. A plan was made by the physicians to proceed to reverse the heparin with protamine, close the access site and preform additional imaging post case. The patient woke moving all extremities. A carotid ultrasound and head/neck computed tomography angiography (cta) were preformed and both were read as normal. No additional intervention is planned at this time. The patient's condition remains stable. On (B)(6) 2023, extravasation or rupture was noted from the pre-dilation balloon. The physician performed long low-pressure inflation to oppose the stent walls (3-4 atmospheres) with the same balloon to tamponade or stop the bleeding. However, the bleeding did not resolve per angiogram, and turning the heparin off was recommended. On (B)(6) 2023, the pre-dilation was believed to cause the dissection. It was treated with multiple, prolonged, low pressure balloon inflations.